Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that bolus was not delivered and insulin pump was vibrating. Customer stated that insulin pump did not give an alarm until 2 hours later. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Programmed several bolus deliveries and did not initiate the deliver bolus selection. The bolus not delivered alert activated at 30 seconds of keypad inactivity properly each attempt. Programmed several bolus deliveries and initiated the deliver bolus selection. All boluses delivered properly each attempt. The bolus not delivered alert is working properly, and no delivery anomalies noted during testing. (B)(4).